Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not work with the battery anymore, the battery is weak and shuts off. There was no reported pt involvement.